Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The patient presented on (B)(6) 2017 with benign tracheal stenosis. Physician decided to place a stent within the patient's trachea on (B)(6) 2017. During stent deployment, the patient began to cough forcing the stent to migrate out of position distally. The physician decided to remove the stent at that time. During removal the stent broke into a few pieces. The physician ordered a CT scan to verify all the stent pieces had been collected. Nothing was left in the patient. The physician then admitted the patient for observation until an additional stent could be placed at a later date. Patient was suffering from several other non-related illnesses as well at this time.